Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found with a damaged package. The reporter stated, "package damage". There was no other physical damage noted. The set was replaced, and therapy resumed. The quantity affected is 1 and the sample is available for return. Sample pictures are available showing the damaged packaging. There was no patient involvement and no patient harm. No further information is available for this complaint.

Manufacturer narrative:
Received two pictures of the packaged sample with the damaged portion of the package circled. Received one new list# 14687-15 primary plum set. As received, the packaging was observed to be damaged, with the portion of the packaging above the seal folded back on itself and re-sealed, melting along the seal. The complaint of package damage can be confirmed. The probable cause is an error during the packaging process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.